Event description:
It was reported that a user of the ilet reported hyperglycemia with a blood glucose of 311 mg/dl that was trending stable after a recent meal, and the user received troubleshooting and education including monitoring for downward trend and guidance to perform a supply change if levels did not decrease. Symptoms included no reported clinical symptoms. Outcomes included no alarms and no hospitalization. Investigation included case assessment by customer support with remote troubleshooting guidance. Investigation of this case revealed no device malfunction reported or observed and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.